Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced a damaged flow sensor and the unit was functioning to service specifications.

Event description:
It was reported that during patient use the ventilator failed to cycle. The patient was switched to alternate ventilation and there was no harm.